Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Physician reports that during the use of the device, the 2 triggers of the device are too hard to activate and no sample is obtained in 3 gynecological biopsy procedures. The hospital returns 5 unused units. From the same batch. Hospital needs a letter explaining the root cause of the incident and wacrees needs credit note per 5 units of the same reference.

Event description:
Physician reports that during the use of the device, the 2 triggers of the device are too hard to activate and no sample is obtained in 3 gynecological biopsy procedures. The hospital returns 5 unused units. From the same batch. Hospital needs a letter explaining the root cause of the incident and wacrees needs credit note per 5 units of the same reference.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been evaluated. A follow-up report will be provided once the device has been reviewed.

Manufacturer narrative:
A review of the dhrs of the top level and sublots as well as the inspection records was conducted, and no non-conformances were found. There was a tdn issued for this lot that allowed for the use of a difference resin to be used to mold the catch and trigger components due to a lack of supply of the original resin. The used unit was not returned; however, the excessive trigger activation force is a known issue occurring with some of the biopince ultras. The most likely cause of the hard trigger activation is excessive friction between the needle carriage and the catch components. This results in the need for an increased amount of force required to disengage the carriage from the catch. It is possible that the temporary resin change resulted in a higher friction coefficient than what is found in the original resins. CAPA ca-00011 was initiated to diagnose and fix the hard trigger defect. Corrective actions are currently being worked on to reduce the amount of force needed to activate the triggers, at which time they will be implemented into the manufacturing process. The complaint is confirmed.

Event description:
Physician reports that during the use of the device, the 2 triggers of the device are too hard to activate and no sample is obtained in 3 gynecological biopsy procedures. The hospital returns 5 unused units. From the same batch. Hospital needs a letter explaining the root cause of the incident and (B)(6) needs credit note per 5 units of the same reference.